Manufacturer narrative:
Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the pt's vns generator was explanted due to infection on (B) (6) 2010. When the pt's infection resolved, a new vns generator and leads were re-implanted on (B) (6) 2010. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.